Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter safety device failed as "after flash, customer threaded catheter and retracted needle. Needle punctured through top of catheter (outside of patient's skin) there was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter safety device failed as "after flash, customer threaded catheter and retracted needle. Needle punctured through top of catheter (outside of patient's skin) there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review: no. Reason: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. Qn / sap database review: no. Reason: a search of the qn / sap database could not be done; no lot number was provided for this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: relationship of device to the reported incident: indeterminate. Comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.